Event description:
The customer reported that a monitor crashed. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that a monitor crashed. No pt harm was reported. Philips will report this incident in abundant caution because we cannot rule out that the user meant that the monitor fell off its mounting unexpectedly. Note that there is no indication from the info provided to the philips factory that a mount was involved in this incident. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.